Event description:
It was reported that at 387,179 joules while using the surgical fiber during a prostate procedure, the doctors knuckles kept brushing up against the inner sheath, so he kept turning the fiber back and forth at a 90 degree angle and the fiber "popped" (broke) outside the scope / proximal to the cystoscope opening. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok". There was no injury to patient or physician reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-609b-1216: the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure are: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.